Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately 10 years post deployment, patient had a abdominal pain. CT scan revealed that the ivc filter is angulated to 20 degrees. Following year, patient had a back pain. CT scan showed that the ivc filter projecting just to the right of the midline at the l3-l4 level and was slightly tilted in orientation. Therefore, the investigation is confirmed for filter tilt and filter limb perforation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded in the ivc wall and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.